Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised for loose acetabular cup, however, found cup well fixed, but malpositioned causing impingement with stem.